Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Added off label verbiage. Add device code 1670 and conclusion code 24.

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. Reportedly, the smart device operating system was not a supported system. No additional patient or event information is available. Labeling indicates: the dexcom g5 mobile app is only compatible for select smart devices and mobile operating systems. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.